Event description:
The physician claims that the graft was used to create a dialysis shunt. Post-operatively, an aneurysm formed in the shunt. The graft appears to have been removed and the procedure completed with another similar graft. There were no complications to the pt. The pt's condition was reported as no problem.

Manufacturer narrative:
Awaiting add'l info from customer. The returned sample is presently being evaluated.